Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing and high out of range pacing impedance measurement. Pacing was not delivered however there was no asystole noted. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.